Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, phrenic nerve stimulation was no longer felt by hand monitoring while ablating the right superior pulmonary vein (rspv). It was reported the phrenic nerve injury resolved five days post-procedure, with phrenic nerve activity confirmed by chest x-ray. The patient was reported to be doing well after resolution of the phrenic nerve injury.

Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury is a known potential adverse event for catheter ablation procedures disclosed in product labeling.